Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of vit probe fractionized into two parts; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Photos of the product are attached to the parent record and have been reviewed by the manufacturing site. One of the photos confirms the engine housing of the probe is separated. No sample was returned, however, a review of the provided photo confirms that the probe engine housing components were separated due to an adhesive bond breakage between the engine housing components. This separation would have contributed to the loud noise that the customer reported hearing. The root cause for the separation of components cannot be determined from this evaluation. An investigation was completed to determine the reason for the engine housing component separation. The investigation concluded that adhesive bond breakage does not occur when the product is used per the supplied directions for use. How and when the engine housing component separation occurred was not able to be determined from this evaluation, therefore, specific action with regards to this complaint cannot be taken. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe "fractionized into 2 parts" during a vitrectomy procedure on a newborn. The procedure was completed with no harm to the patient. No additional information is expected. This is one of two reports for this facility.

Manufacturer narrative:
Additional information provided. One probe was received. At the time of receipt the probe was observed to be broken. Photos of the product were reviewed by the manufacturing site. One of the photos confirms the engine housing of the probe is separated. The customer reported on (B)(6) 2018 that the 23 gauge probe was broken into two parts. The expiration date of the customer reported lot was may 31 2017. A sample was received and confirmed the reported broken probe, which also would have contributed to the reported noise. However, a review of the lot number obtained from the radio-frequency identification (rfid) tag identification indicated the product was used beyond its expiry date no specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).